Manufacturer narrative:
A bci field service engineer (fse) inspected probes and fittings for tightness. Fse replaced the 4-way valve and the reagent t-valve and bubble generator.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent probe leak on the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.